Event description:
Patient was revised due to pain.

Event description:
Additional information: litigation papers allege the patient suffered pain and permanent disability and had elevated cobalt and chromium ion levels in her body which contributed in part, if not completely caused her to develop non-hodgkins lymphoma, which was diagnosed (B)(6) 2010. Papers also allege the hip failed to achieve proper bone growth into the cup and thus failed to achieve proper fixation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint databases did not show any other reports against the provided product and lot combination. At this time, this is considered an isolated incident. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.